Event description:
The customer reported that when preparing the device for use, the forceps elevator wire on the scope was found to be broken. There was no extension of the intended procedure and the procedure was successfully completed. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the device, the inside of the light guide lens was found to be dirty. This report is being submitted for the malfunction found during evaluation (contamination of the light guide lens).

Manufacturer narrative:
During inspection and testing of the device, the light guide lens was found to be dirty due to a gap in the adhesive on the distal end. In addition, angulation to the right was out of specification due to worn angle wires, there was a gap at the up/down knob due to worn angle wires, there was insufficient air/water flow due to a damaged insertion section, the bending section and channel tube leaked, there was abnormal color on the image, forceps angulation was out of specification due to a broken elevator wire, the adhesive at the bending section was damaged, the coating of the connecting tube was peeled off, there was a crease at the connecting tube, the body cover was deformed, there was corrosion at the control part and electrical connector, and the right/left knob was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by a leak on the device, allowing moisture to enter and cause corrosion. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: important information ¿ please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation_ using endo-therapy accessories. Warning: if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.